Manufacturer narrative:
Correction to h4, the incorrect date was entered for the manufacture date. The correct date is 22sep2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was unknown if the reprocessing steps for the location with the remained foreign material were deviated from the instructions for use. The event can be prevented by following the instructions for use which state: "IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a foreign material exiting from the auxiliary water channel. The issue occurred during reprocessing. There were no reports of patient harm.